Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual inspection was conducted during the investigation. One htf wire guide was returned in a used condition. The physical examination noted that the proximal (mandril) end to the hub measured 19.7 cm and the catheter (attached to wire guide) measured 12.3 cm. The coil wire (which is stretched) measured 56 cm. Mandril wire distal to the catheter measured 9 cm. Hub is also attached to wire guide the hub measured 2.1 cm. Half of hub which displays "5.0" is missing. A separate coil wire, with no mandril, which had four kinks measured 2 cm. It appears that the distal weld is missing and has allowed the coil to stretch. There is no evidence to suggest the product was not manufactured to current specifications. The IFU, under precautions states "do not attempt to insert or withdraw the wire guide and /or introducer if resistance is felt" and "withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage." Additionally, this type of device failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulated through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. It is unknown why the customer experienced difficultly. Due to limited information a definitive root cause could not be determined. We will continue to monitor for similar complaints have notified the appropriate internal personnel of this event.

Event description:
When the user was removing the inside introducer and wire from the patient following an arterio vena fistula in upper arm, the wire unraveled. Information was provided that the user had removed the needle before removing the wire and introducer. However, it was noted that a portion of the wire broke off in the patient. The user used forceps to successfully retrieve the tip of the wire from the patient during the same procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
When the user was removing the inside introducer and wire from the patient following an arterio vena fistula in upper arm, the wire unraveled. Information was provided that the user had removed the needle before removing the wire and introducer. However, it was noted that a portion of the wire broke off in the patient. The user used forceps to successfully retrieve the tip of the wire from the patient during the same procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.